Event description:
It was reported that two drill bits broke off in a patient during an unknown procedure. The broken drill bits remain in the patient. It was noted that there was a 10 minute delay in the surgery. The surgery was completed successfully and no medical intervention was necessary. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided.